Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recorded period between (B)(6) 2019 and (B)(6) 2020, the right ventricular stimulation impedance was recorded at approximately 350 ohms. In the provided iegm episodes noise was visible in the right ventricular channel, as indicated in the complaint. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause.

Event description:
After an estimated implantation period of approx. 107 months, oversensing on the ventricular channel was reported. Patient had syncopal episode.